Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during surgical procedure the stapler did not fire the second charge. Even with the change of load the stapler continued locking in the lever. No more information is available. No injury reported. Another product was used to solve the problem.